Manufacturer narrative:
The customer's returned test strips were investigated further. The test strips were tested using glycolyzed blood. Based on the results received, the investigation determined the event was due to user error at the customer site where the test strips had been exposed to humidity, heat or moisture. Product labeling states: "use the test strips at temperatures between 61¿95 °f (16¿35 °c). Use the test strips between 10¿80 % relative humidity. Humidity is the amount of dampness in the air. Store the test strips at temperatures between 39¿86 °f (4¿30 °c). Do not freeze. Store unused test strips in the original container with the cap closed. Do not remove test strips from the test strip container and put them into another container such as a plastic bag or pocket, etc. Close the container tightly immediately after removing a test strip to protect the test strips from humidity. Use the test strip immediately after removing it from the container. " the investigation did not identify a product problem. Medwatch field d4 has been updated.

Manufacturer narrative:
The customer's returned test strips were investigated and produced acceptable results with no errors or defects. Six strips were tested with the following results: control ranges: level 1 30-60 mg/dl, level 2 261-353 mg/dl. Results: level 1 ¿ 44, 45, 43 mg/dl, level 2 ¿297, 299, 293 mg/dl. Routine retention testing was performed. Test strip retention samples passed the internal inspection.

Event description:
The initial reporter stated they received discrepant glucose results for one patient tested with accuchek inform ii meter serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2021 the meter result at 11:15 pm was 80 mg/dl. The laboratory result was 35 mg/dl. The time interval between the two tests is not available. On (B)(6) 2021, the meter result at 2:15 am was 82 mg/dl. The laboratory result was 40 mg/dl. The time interval between the two tests is not available. The laboratory results were deemed to be correct.